Manufacturer narrative:
This emdr is being submitted for 15 number quantity. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported that the adhesive patch and cannula housing detached from the spring prior to insertion. The patient subsequently experienced hyperglycemia on (B)(6) 2026, which was treated with a correction injection via multiple daily injections.